Event description:
Patient stated he encountered v-go devices that reportedly fell off prior to the 24hrs while he was at work. Patient stated he does prep the back of his arm with the alcohol swabs and allow the area to dry prior to attaching the v-go. Patient noticed the device allegedly falls off after being applied for about 5-6 hours.